Manufacturer narrative:
Device evaluation - visual inspection of the returned product found pieces of haptic torn off and missing. The lens optic was scratched. The lens was returned dry and there was evidence of clear residue on the lens. Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon was having problems loading a 12.6mm micl12.6 implantable collamer lens, -10.5 diopter. The surgeon attempted several times but the lens would not sit well in the cartridge, and the lens was damaged. There was no patient contact. The backup lens was loaded and implanted with no problem. The reporter indicated the cause was unknown but there was no problem with the lens or injector system.